Manufacturer narrative:
The complaint of leakage and disconnection on the k7040-001 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13635386 was reviewed and no non conformities were found that would have led to the reported complaint.corrected information in e3 - initial reporter occupation.

Event description:
The event occurred on an unknown date involving a spinning spiros¿ closed male luer. The customer reported that the spiros on syringes did not hold causing a spill. It is unknown if there was patient involvement and unknown patient harm. No additional information was provided.

Manufacturer narrative:
E1 - initial reporter phone has an extension number of (B)(6). The device is available for investigation, it has not been received.